Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of bronchus in a video assisted thoracoscopic lobectomy, surgeon was able to press the green button but could not squeeze the handle. Device was not able to fire. New reload and handle was used to complete the case. No patient injury.